Manufacturer narrative:
No adverse outcomes were reported. The initial neumodx sars-c0v-2 positive results were not reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results for the neumodx sars-cov-2 on the neumodx 96 molecular system were discrepant.